Event description:
Implants were explanted due to a pt infection, and a cement plug was implanted.

Manufacturer narrative:
Document review: amistem h femoral stem size 3 - (B)(4)/lot 101307 (23 stems produced - all already implanted): all parameters were found to be conforming to specifications valid at the time of manufacturing. The washing cycle for metal components was run according to specifications an no alarm or deviation occurred during operation. The sterilization cycle was performed according to specifications valid at the time of production. (B)(4) - cocr femoral ball head - (B)(4)/lot 110374 (39 ball heads products - 35 already implanted): all parameters were found to be conforming to specifications valid at the time of manufacturing. The washing cycle for metal components was run according to specifications and no alarm or deviation occurred during operation. The sterilization cycle was performed according to specifications valid at the time of production. (B)(4) - versafticup dm hx liner ref. (B)(4)/lot 103410 (36 liners produced - 30 already implanted): all parameters were found to be conforming to specifications valid at the time of manufacturing . The washing cycle for plastic components was run according to specifications and no alarm or deviation occurred during operation. The sterilization cycle was performed according to specifications valid at the time of production. On the basis of the data collected, a device involvement in the infection occurred is highly unlikely.